Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that upon removal approximately 10-12 tampons would unravel from the middle. Consumer experienced vaginal bleeding for a couple weeks but did not seek medical treatment. Consumer is confident she was able to remove all pieces and will not be seeking medical treatment.